Event description:
This lead was explanted and replaced due to oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2017 updated event to show that the lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.